Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular lead was explanted and replaced successfully. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).